Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Investigation needed on two separate cases. Dr. (B)(6) is concerned that the long leg x-rays show the femur in more valgus than the tka application showed us when trailing. Tka case # 1.

Manufacturer narrative:
Reported event: an event regarding inaccurate ligament balancing values during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 640 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding segmentation failure affecting bone registration. There were other reported events for the listed catalog number (pr1543402, pr1533811, pr1697806, pr1678433, pr 1776417). -conclusion: the session and vp log data from the case was reviewed. An analysis of the implant plan, femur checkpoint values, femur registration values, rio registration and verification values, bone preparation checkpoints values, CT landmarks/patient landmarks, 3d bone model/CT landmarks shift, and bone segmentation was completed. The data at this time shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected. After adjusting the CT landmarks to their correct positions, a large internal rotation of 8.3° was added to the femoral component. Although the original implant plan was to implant the femur at 3.1° externally rotated to the tea, fixing the CT landmarks shows that the femoral component was actually implanted at 5.2° internally rotated to the tea. If an x-ray is taken while the knee is in some degree of flexion and the femoral component has some internal rotation, the knee would appear to be in a valgus alignment. Additionally, positioning the imaging device lateral to the joint can add false valgus alignment.

Event description:
Investigation needed on two separate cases. (B)(6) is concerned that the long leg x-rays show the femur in more valgus than the tka application showed us when trialing. Tka case # 1.